Event description:
It was reported that the cco value was incorrect "drifting output". No patient injury was reported.

Manufacturer narrative:
The pulse generator's sensitivity was decreased. The patient would be monitored. The lead would be explanted when the pulse generator was changed out due to elective replacement indicator (eri).